Event description:
Patient developed dph [department of public health] reportable pi [pressure injury] related to the device. Manufacturer response for endotracheal tube securement device, anchorfast (per site reporter).